Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2017 an 33mm epic stented porcine heart valve was implanted. On (B)(6) 2021 the patient underwent surgical explant of their 33mm epic stented porcine heart valve due to reported structural valve deterioration (svd). It was reported the leaflet appeared to have a hole in it. A new, non abbott device was implanted. No additional information has been provided.